Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient was experiencing high blood glucose levels (>500mg/dl) that would not come down with a correction bolus. After applying a new pod, they consumed a banana for breakfast and a grilled chicken for lunch. Their bg levels then increased to over 500 mg/dl (read high on the meter and cgm). The patient then gave themselves 9u total of insulin and called the doctor who advised them to go to the emergency room. The patient went and was diagnosed with hyperglycemia. The patient was treated with fluids. Patient was released after 4 hours.